Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this boston scientific clinical specialist, that this device and electrode system, implanted in (B)(6) 2016, triggered an alert in (B)(6) 2016 for high impedance. The device and electrode were explanted in (B)(6) 2016. The reason for explant was attributed to heart transplantation. The device and electrode were not returned to boston scientific.